Event description:
A consumer reported that, during intraocular lens implant procedure, there was particles on the lens. The particle was removed from the lens when it was implanted into the eye. Additional information was requested.

Manufacturer narrative:
A photo was provided of a video screen which shows a lens what appear to be a yellow monofocal lens in the eye. A linear mark or material can be observed in the photo. It cannot be determined from the photo if this is on or under the lens. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used cartridges were not returned for evaluation. The associated lens and viscoelastic indicated are qualified. It is unknown, if qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. The cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown, if a qualified handpiece was used. Per the instructions for use (IFU): the company cartridges are qualified for use with compatible company handpieces, for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge). And ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately, prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd. Which may result in damage. The root cause for the reported issue could not be determined. The manufacturer internal reference number is: (B)(4).